Manufacturer narrative:
Article citation: elliot, robert, a. Morsi, a. Silverberg, c. Carlson, e. Geller, o. Devinsky, and w. Doyle. "Vagus nerve stimulation in 436 consecutive pts with treatment-resistant epilepsy: long-term outcomes and predictors of response."

Event description:
It was reported in a scientific article that a vns pt experienced varying degrees of vagus nerve injury that included mild but permanent unilateral vocal cord paralysis. Vocal cord paralysis resolved following device removal. Good faith attempts to obtain add'l info have been unsuccessful to date.